Event description:
Pt got breast implants for cosmetic reasons. Her implants were replaced 1 time. Upon removal one implant was found to be ruptured and bleeding through envelope. She has had 2 capsular contractures and 1 closed capsulotomy. Pt c/o numbness and multiple sclerosis-like symptoms. She tests negative for connective tissue disease but has all the associated symptoms. She tests negative for raynaud's but she also c/o calcium deposits, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, motor neuron disease, anxiety &/or depression. Organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, confusion, balance disturbances, diffuse brain atrophy, pain, chronic swelling, pain and sensitivity of extremities, esophagitis, irritable bowel syndrome, substantial hair loss not connected with medications. Irregular heart beat, allergies to chemicals, dust, autoimmune reaction, arthraliga, persistent joint stiffness, pain in liver, trouble breathing, lymphadenopathy, muscle spasms, muscle pain & burning, fibromyaliga, myositis, rashes, sun sensitivity, severe itching, chronic insomnia, thoracic outlet syndrome and chronic fatigue syndrome. Pt committed suicide due to symptoms. (Also see 1008471)